Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields include d9, h2, h3, h6, and h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation, white residue in the water channel. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Additionally, the most probable cause of the malfunction identified during device evaluation could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a communication error and stopped taking pictures. The event had occurred during reprocessing. There were no reports of patient involvement.